Manufacturer narrative:
A ge rep evaluated the system and reset a tripped circuit breaker. The system operates as intended.

Event description:
The customer reported the system lost power and shut down. No pt injury was reported.